Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump was beeping. The insulin pump continued beeping and they were unable to bolus three to four times. The customer's blood glucose was unknown. The customer stated she will call back to troubleshoot.